Manufacturer narrative:
The baxter technician found the brake detent needed to be replaced. The affinity® 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity® 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity® 4 birthing bed. Check the tires for cuts, wear, tread life, etc. Apply the brake, and check to ensure that the bed will not move. If the bed moves, inspect it for wear, and adjust if required. Apply the steering pedal and check the steering to ensure proper locking action when activated. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake detent to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the brakes were not holding. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).